Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. The insulin pump was also received with cracked case(battery tube) and cracked battery tube threads.

Event description:
The customer reported via phone call that there was a crack near the battery cap. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was beeping. The insulin pump will be returned for analysis.